Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that whilst the speech therapist carried out audiometry measurements the child behaved in an uncooperative way on the left hand side. On the right side no problems occurred. The patient is bilaterally implanted. Testing confirmed that the device has malfunctioned.